Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo 12.1 implantable collamer lens; -10.00/1.5/083 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2024 the lens was explanted. In a separate surgery the same day a longer lens was implanted. This resolved the problem. Cause of the event was unknown.

Manufacturer narrative:
Additional information: h6: 1494; off-label age<21 and acd<3.00mm at the time of implantation. Claim# (B)(4).